Manufacturer narrative:
The device were not isolated or identified by serial number; therefore, they will not be returned for investigation.

Event description:
General report received of an unspecified number of undocumented incidents of pts receiving more medication than intended. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects and no medical interventions were required. During testing at the user facility, the devices involved in all incidents functioned as intended. Though requested, no add'l info was provided.